Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition exacerbated by the lifevest equipment. The patient stated they do have a history of sensitive skin and allergies. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The doctor advised the patient to return the lv due to their allergic reaction. Outcome of the irritation is unknown as follow up attempts were unsuccessful.